Event description:
It was reported that an insertable cardiac monitor reached end of service (eos). Technical services reviewed the information and recommended explanting and returning the insertable cardiac monitor for detailed analysis. The reported patient impact indicated that an early generator replacement was performed. The icm remains in service; no adverse patient effects were reported.